Event description:
Boston scientific received information that the patient presented to the clinic with complaints of generally not feeling well. Upon interrogation, occasional atrial pacing inhibition with asystole of greater than two seconds was observed. It was noted that the patient was having ventricular ectopy that reset the ventricular to atrial timing, which resulted in atrial pacing inhibition. The patient is atrial pacing dependent. At this time no programming changes were made to the system. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.